Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was found that the imaging system had a faulty x-ray relay. The imaging system then was found to be fully functional. Issue resolved with part replacement.

Event description:
A biomedical engineer from the site reported that during testing the imaging system's mobile view station (mvs) will boot but image acquisition system (ias) will not complete boot. No further details regarding this issue were provided. There was no patient present when this issue was identified.